Manufacturer narrative:
The insulin pump was received with broken reservoir tube lip, scratched case, pillowing keypad overlay and minor scratched lcd window. The insulin pump was unable to perform the displacement test due to missing retainer and missing reservoir tube o-ring.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was damaged. The customer's blood glucose level was unknown at the time of the incident. Customer stated that the insulin pump reservoir retainer ring broke off and rubber gasket was loose. The customer was assisted with troubleshooting and customer stated that the damage was not caused by a vehicular accident and that the insulin pump does not rattle when they shake it. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and not expected to return for analysis.